Event description:
It was reported the pt's controller was blank and unresponsive. Pt was unable to get the controller to turn back on even after they attempted to take the battery out and put it back in. Pt also tried to plug it in to the a/c cord but nothing comes on, pt noted that it seemed like everything shut down and the battery was empty. They noted their implant battery was depleted and they were uncomfortable without their stimulation. Pt did not have their equipment and will call back for further troubleshooting. Pt called back again regarding unresponsive controller. Pt said their ins was empty so their leg was swollen, they couldn't sleep last night, and they didn't have anything to help with the pain. Pt again didn't have equipment with them. Agent will call pt back in the afternoon for troubleshooting/possible replacement. Agent called pt back for troubleshooting and to gather serial numbers. Pt said controller did not turn on when plugged in without the battery pack, but didn't have an aa batteries to try in controller. Agent sent replacement controller request to repair. Pt called back to confirm they received the controller and asked if they needed to change li battery from old to new controller; agent confirmed and helped pt through pairing instructions successfully. Pt said message came up saying to charge controller. Agent reviewed information and directed pt to let controller charge before they'd be able to charge their implant.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.